Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was not getting any cgm readings. The event occurred the day of sensor insertion in the abdomen. The patient was unable to speak or get up from her bed. She did not have a glucometer at home. She was transported to the hospital and treatment included glucagon and dextrose 50%. After receiving half a syringe of glucagon, she spoke to her spouse. At the hospital, the cgm sensor was inaccurate and compared to bg values. The bg finger stick value was 286 mg/dl and the cgm value was 170 mg/dl. The patient remained at the hospital less than 24 hours. After the event she recovered and was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for prior to the patient being transported to the hospital, however the set reading of bg reading of 286 mgdl and cgm reading of 170 mgdl glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. During the late evening the spouse attempted to wake her up. Although her eyes were open, she was unable to communicate or speak. She did not have a glucometer at home. At midnight she was transported to the hospital. The bg finger stick value was 30 mg/dl. The cgm displayed ¿needs to calibrate¿ messages every 15 minutes and did not display any values. Treatment included glucagon and dextrose 50%. After receiving half a syringe of glucagon she was able to speak to her spouse. At the hospital the cgm sensor was inaccurate, and when compared to bg values, the bg finger stick value was 286 mg/dl and the cgm value was 170 mg/dl. The patient remained at the hospital less than 24 hours. After the event she recovered and was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for prior to the patient being transported to the hospital, however the set reading of bg reading of 286 mgdl and cgm reading of 170 mgdl glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.